Event description:
It was reported that pump displayed malfunction alarm code 16 and could not be reset, with no notable events occurring before the problem. There was no reported impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, was instructed to place pump in storage mode and return it using a prepaid label, and was informed that pump settings and continuous glucose monitor connection would need to be set up on replacement pump, which was arranged by technical support.